Event description:
A sales rep reported that a physician had indicated to her that the last time that he had implanted an ascension mcp component, the trial was so tight that when they pounded it into the metacarpal, the bone fractured. The surgery was reported to have occurred sometime in 2007. The physician did not elaborate on where it occurred, the trial size, and only provided a year when it happened. The physician was only visiting the hosp and was headed back to his home country.

Manufacturer narrative:
Investigation ongoing. Attempts are being made to identify the physician and to contact them for a more complete story. If add'l info is obtained, a supplement will be submitted as appropriate.